Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to diabetic ketoacidosis and had blood glucose of over 600 mg/dl. It was reported that the customer removed the insulin pump and woke up with high blood glucose over 600 mg/dl. Insulin pump will not be returned for analysis.